Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Manufacturer narrative:
A partial lead with the connector pin was returned in three segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that high voltage lead impedance was low and out of range during interrogation. Reprogramming was discussed.